Manufacturer narrative:
Plant investigation: the actual complaint device was not returned, however, 47 companion samples from the same lot were returned to the manufacturer for analysis. Each sample was returned in a sealed pre-packaged pouch with no indication of damage or irregularities. Visual examination of the samples did not identify any kinked, broken, looped, or damaged fibers on the fiber bundles. The polyurethane (pu) material was distributed evenly and was without any visual damage, irregularities, or defects. All of the samples were subjected to a laboratory bubble point test and no leaks were detected on any of the returned samples. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. The lot had one approved temporary deviation notice (dn) that was unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance's, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. Evaluation of the returned companion samples and review of the lot DHR did not reveal a probable cause for the customer complaint. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility equipment technician reported that an internal dialyzer blood leak occurred approximately one minute after the initiation of a patient¿s hemodialysis (hd) treatment. The machine alarmed as appropriate and blood was visually observed in the dialyzer. Blood test strips were used and positively confirmed the presence of blood. The patient¿s estimated blood loss (ebl) was noted as being approximately 250 to 300 cubic centimeters (cc). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on the same machine. The complaint device was discarded and therefore not available to be returned to the manufacturer for evaluation. The customer indicated that companion samples will be made available to be returned to the manufacturer.